Manufacturer narrative:
The field service engineer found a vacuum nozzle with a flat tip. This caused left over fluid in a vessel. The nozzle tip shape was adjusted and all fluid was then aspirated completely by the nozzle. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas pro ise analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 118.4 mmol/l, which repeated as 106.4 mmol/l. The na electrode lot number and expiration date were requested, but not provided.